Manufacturer narrative:
The customer returned the suspected contour next ez meter serial # (B)(4). No test strips were returned. The returned meter was tested with the in-house contour next test strips from lot # 8lped09a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. The customer indicated that the event occurred prior to (B)(6) 2019, but did not provide an exact event date.

Event description:
The customer obtained blood glucose readings of 480 mg/dl and 108 mg/dl on the contour next ez and contour next meters respectively. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.